Event description:
The manufacturer received information alleging a ventilator failed a tidal volume flow test out of range. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned for evaluation. If any additional information is received once the investigation is complete, a follow-up report will be filed.